Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the reported system error 2240 was due to a tubing leak. The cause of the leak could not be determined. Should additional information become available a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell 3 of 4. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) assisted the patient with clearing the alarm on the device. Tsr advised the hp to finish therapy with new supplies or perform manual therapy. The patient stated that the supply bag was empty, but there was a leak because they saw solution on the floor and some on the supply line. During the troubleshooting it was reported that the leak was around the connection port. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. If additional relevant information is obtained, then a follow-up MDR will be submitted.